Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report seeing no data on hers or the patient's smart devices on (B)(6) 2015. However, patient's mother states being able to see readings on the receiver. No additional patient or event information is available.